Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and unstable thresholds were noted on the right ventricular (rv) lead. A polarity switch to unipolar configuration was noted with high/steadily rising impedance and a possible lead fracture were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.